Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Fi completed: the review of the documentation associated to the manufacturing process, indicates that all devices with work order 2715802 were released in accordance with allergan procedures. And no anomalies were found in the documents or in the personnel training related to the reported event. One device was released with an incorrect weight in the weight verification. However, the weight of all devices was within specification in the gel filling process. CAPA 185236 was opened to address the issue with the values in the weight reports. According to the device analysis performed in the laboratory, it was observed, that one-unit overweight, this defect is considered a workmanship, which is not related to the reported complaint. According to the current risk documents, the event of overweight is a known failure mode. And control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering, that there is no adverse trend for this type of event. No additional actions are deemed required at this time. The issue with overweight will continue to be monitored and corrective actions will be taken in the future, if deemed appropriate.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, deformation, yellow particles in shell, overweight. Based on the device analysis the final assessment is: overweight assessed as workmanship.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.